Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that their whole system was removed because it didn't work. No further device issue alleged / identified. No patient symptoms or further complications were reported.